Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire was difficult to advance and resulted in a dissection.the physician elected to place an unplanned additional stent to address the dissection. The procedure was completed successfully, and no further complications were reported.